Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported by the hospital that following sterilization the trays had black particles/debris on the trays. Surgeries were stopped and patients were moved due to the trays not being usable. It was also reported that the hospital replaced the filter in sterile processing and the issue has not occurred since.

Manufacturer narrative:
Correction to d3. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. However, based on the available information the root cause is attributed to a user related issue as the event did not occur again after a filter in reprocessing was replaced. This information and the fact that also trays from other medical device manufacturers were affected by the same issue shows that the event was caused by reprocessing and not by a product related issue. In this relation following statement of the instructions for cleaning, sterilization, inspection and maintenance can be pointed out: equipment, operators, cleaning detergents and procedures may contribute to the efficacy of the processing. Alternative methods of processing may also be suitable. In each case, the health care facility has final responsibility for the implementation of validated procedures to achieve cleanliness and sterility of reusable devices. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported by the hospital that following sterilization the trays had black particles/debris on the trays. Surgeries were stopped and patients were moved due to the trays not being usable. It was also reported that the hospital replaced the filter in sterile processing and the issue has not occurred since.